Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date was performed on (B)(6) 2014. According to the complainant, on (B)(6) 2017, the y-connector detached from the peg tube at the fixation screw level which caused the jejunal tube to migrate for a few centimeters. Reportedly, the jejunal tube was just reconnected without any replacement. There were no patient complications reported as a result of this event.